Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect sodium gen.2 results from the cobas 8000 cobas ise module. After the qc results were out of range, the customer repeated 200 samples and some of the results were very different. One example was provided of an initial result was 151 mmol/l and a repeat result of 140 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The customer changed the pinch valve tubing, electrodes, and the consumables. They performed an ise clean, calibrated, and ran qc which was acceptable. The field service representative removed the electrodes from ise block and cleaned the whole sipper flow path. He found a large salt bridge between the reference electrode and the block causing air to get into the reference line. He ran ise checks which were acceptable. He primed and ran calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.